Event description:
When the nurse rotated the pink safety shield back and upon activating the shield with the thumb, the shield unattached. The lack of leverage caused a needle puncture on the side of nurse's thumb. The shield did not appear to be broken. Follow up testing evaluated on patient and nurse's for hiv and hep b. Both results were negative.